Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad) with mild calcification. The multi-link 8 stent was positioned at the lesion, and it was noticed that the stent had dislodged prior to entering the patient. A non-abbott stent was used to successfully complete the procedure. No adverse patient effects were reported. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filing, additional information received clarified that it was not thought that the stent had dislodged, rather that the stent was missing when the stent delivery system (sds) was removed from the package and was not noticed until the sds was placed at the lesion.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported the stent dislodgement was not noted until the sds was advanced to the lesion. It should be noted in the multi-link 8 instructions for use states: prior to using the multi-link 8 coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Although inspection of the device may have identified or confirmed the presence of the stent prior to the procedure, the lack of inspection did not contribute to the reported missing/ dislodged stent.